Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) locked and displayed an error message when the biomedical engineer (be) pushed "off" twice. The be had indicated that the epg was reported to not be "working right" and was given to the be for testing. The be took the battery out and placed it back in. The "on" button was pushed and the error cleared. The be completed the periodic maintenance check and the epg passed. The epg will be tested once again and will be placed back in service. No patient complications have been reported as a result of this event.